Event description:
Erbe unit was being used in gi procedure, and when the disposable erbe probe was plugged into the machine, it would not advance past the set-up screen. It was unplugged and then plugged back in with the same results. A new disposable was opened, plugged in, and immediately went to the second screen past the set-up screen, purged itself and functioned without issue.